Manufacturer narrative:
(B)(4).

Event description:
Although no patient specific allegations were given, we are including all part/lot information we are aware of and reporting an unknown knee. Should we receive further information, we will update accordingly. Update: 8/21/2015: litigation alleges patient suffers from pain. A doi and dor have been reported. All products are now being reported.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.